Event description:
According to the reporter, during a reversal of hartmann, during the anastomosis of the sigmoid colon to the rectal stump, after preparing the proximal and distal bowel ends and completing all the pre-firing checks, after firing the first circular stapler, the stapler was gently removed. Upon removal, a segment of the staple line remained open. The surgeon refashioned both bowel ends and repeat the anastomosis with a new circular stapler. However, during the second attempt, after completing the anastomosis and performing a routine leak test, there was a positive air bubbles at the anastomotic site, indicating another incomplete seal.

Manufacturer narrative:
D10 concomitant product: eea28, eea28 eea 28mm-4.8 sgl use stapler (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.